Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected. The customer¿s blood glucose level was 514 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose, stated took an injection of 40u humalog. The customer received a replacement battery cap and the insulin pump is now beeping power error detected. Customer is not using a 620g/640g insulin pump with software version 2.6. The customer already called regarding the replacement battery cap. This is the second call and the power error occurrences after receiving a new battery cap will be replacing the pump for customer. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.